Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation an olympus endoscopy support specialist (ess) met with the facility charge nurse and observed their reprocessing processing. During reprocessing, a third party cleaning brush was used (boston scientific hedgehog). Additionally, during flushing of the distal tip flushing adapter, only 90 ml of enzymatic solution was being flushed through the adapter. The customer was advised that olympus recommends flushing 180 ml of detergent solution and the customer immediately started flushing the recommended amount. The customer also uses medivators scope buddy plus for aspiration and flushing of the channels. The customer indicated that the scope will be returned to olympus to have the elevator and channels replaced and then they will have their lab test the brine for culturing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the duodenovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.

Manufacturer narrative:
Corrected fields: d9 (endoscopy support specialist (ess) went on site), h6 problem code (inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Event 1: positive in culture test. Based on the results of the investigation, because the user culture results were not shared and the subject device were not returned, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Three attempts were performed to obtain additional information, but no response was received from the customer. The following is included in the device instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Event 2: incorrect reprocessing observed by an olympus endoscopy support specialist (ess). Based on the results of the investigation, the root cause was user error. It is likely the user's understanding of the manual cleaning steps needing to be performed differed from olympus recommendations. The reported issue was corrected with in-service training. This event can be prevented by handling the device in accordance with the instruction for use (IFU). Reprocessing manual - 5.5 manually cleaning the endoscope and accessories the IFU advises to flush the distal end with 180 ml of the detergent solution using a distal-end flushing adapter; maj-2319 as follows: "while immersing a clean 30 ml syringe completely in the detergent solution, flush the distal end with 180 ml of the detergent solution through the white flushing port". Olympus will continue to monitor field performance for this device.